Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "last week, we had a wire break during a PICC insertion for a 4fr PICC (lot #rejx3266). This was inserted by one of our experienced staff, who reported the line was cut to 36 cm and the copper tip was not visible after the procedure. A second nurse confirmed that the wire wasn¿t present in the trimmed section of the PICC, so the patient was sent for an x-ray as a precautionary measure. The patient has a pacemaker in place so needed a chest x ray to confirm PICC tip placement. The 3cg wire was pulled back, line was cut only with the blade provided. The cut was smooth with no sensation the wire was cut. The inserter was certain they seen the coper section after they trimmed the catheter and pulled it back to be in line with the tip of the PICC. The PICC was then flushed to remove micro bubbles onto the tray. Sherlock showed lollypop going up neck, multiple attempts made to navigate it down towards the heart. The 3cg showed the PICC taking the turn to go down towards the heart but did could not get the depth parameter to show the PICC going all the way down but since there was good blood return and line flushed easily order for x ray was entered. Then when wire was removed, it was immediately noticed the copper section was missing. Assistant was handed the trimmed section of the PICC but did not find the missing section of the wire. The tray was looked over. The 3cg wire was compared to a new wire from a practice kit. The last section is noticeably missing at least 1 inch of wire. The x-ray did not show any wire in the chest. We still have the 3cg wire. The x ray showed the PICC was malpositioned and so it was removed and a new PICC was inserted on the left side without difficulty or complications. Due to the pacemaker on the left and initially cardiology not wanting the PICC on the same side ( pacemaker in place over 1 year) the first nurse attempted the right basilic but could not advance the wire she then attempted the brachial but could not navigate down the last 10cm. 2nd PICC inserter with one attempt accessed brachial more proximal, and struggled with the same issue, the last 5-10cm would not navigate down. ( 3rd attempt on the right arm was only due to cardiology initially refusing us to attempt left. It was this attempted PICC that that the 3cg wire was missing. It was an easy vessel to access but extreme difficulty navigating the PICC into position. The 3cg wire had a district bend to prevent the wire from advancing past the tip of the catheter during insertion. It took over 2 hours with 4 total attempts to obtain access for this patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.